Event description:
Report received from an abbott international affiliate of inadequate suction. The paramedics were transporting a pt via ambulance who required suctioning to maintain a clear airway. It was reported that the paramedics had been suctioning for an unspecified amount of time when the "suction pressure decreased and the liner collapsed." After a "short delay", it was reported that the paramedics continued to suction by using a portable suction device. There were no reported adverse pt effects. Though requested, no additional info was provided.